Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm promus element stent was advanced for treatment. However, it was noted that stent struts were lifted. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16mm promus element stent was advanced for treatment. However, it was noted that stent struts were lifted. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and damage was noted. The first proximal strut row was damaged with struts lifted. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified a kink at 165mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion identified a kink within the midshaft at 105mm distal from the hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is adverse event related to procedure.